Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that patient presented for office visit not able to feel stimulation and having an increase in seizures. Patient's pre-vns baseline seizure rate is unknown to manufacturer. At office visit reporter stated he could not communicate with patient's pulse generator. Patient's pulse generator was subsequently replaced and returned for product analysis, however, the analysis has not yet been completed. Good faith attempts to obtain further information have been made.